Event description:
A pt reported blood glucose results of " 304,224,176 and 199 mg/dl" with a lifescan meter, performed within 11 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value od <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.